Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the physician was unable to position the right atrial (ra) lead due to no pacing or sensing on the lead. The lead was not used. No patient complications have been reported as a result of this event.